Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sitting, his infusion set's tubing did not stay, and the arrows did not line up. Reportedly, the detachment was at the quick release. The site was at the right side of the abdomen and the pump was located on the left side. Patient's blood glucose level was 126 mg/dl. The infusion was used for more than two days. The infusion sets were stored inside the box in the apartment. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.